Event description:
It is reported through the patient's attorney that in 2003, the patient had a bone plate implanted. Post-op the patient experienced difficulty with pain, and as a result on august 4,2004 the plate was removed.